Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2011, the patient underwent a coronary procedure with implantation of a 3.5 x 18 mm xience v stent in the proximal right coronary artery and a 3.5 x 23 mm xience v stent in the proximal left anterior descending artery. On (B)(6) 2016, the patient was re-hospitalized with chest pain and shortness of breath. Medication was administered and the event is chronic. On (B)(6) 2016, the patient was discharged from the hospital. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and dyspnea are listed in the xience v everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial report, additional information was provided which indicated that the patient was re-hospitalized on (B)(6) 2016 with worsening chest pain of one week. Anti-platelet medications were administered, as well as cardiotrophin and medications to control ventricular rate and improve circulation. The patient's chest pain is chronic and the patient was discharged on (B)(6) 2016. No additional information was provided.